Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had sought medical attention due to having extremely low blood glucose (bg). It was reported that the patient's bg was at 248 mg/dl when the previous pod alarmed so they gave a 16.8u bolus. They then placed the this new pod on. At night. They then woke up in the morning disoriented and numb and saw that their bg level was 8 mg/dl. The patient was then taken to the hospital and treated with intravenous therapy.